Event description:
A 12/10mm amplatzer duct occluder (ado) was implanted in a ventrical septal defect (vsd) but the patient experienced heart block and the device was surgically explanted. The heart block resolved once the ado was removed. The vsd was surgically closed.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.